Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax which required placement of a chest tube be placed. The physician indicated prior to the procedure that the patient was at a high risk for a pneumothorax, but required this biopsy. On (B)(6) 2022, intuitive surgical inc. (Isi) contacted the physician of the procedure and additional information was obtained about the complaint: the pneumothorax was identified with a chest x-ray after the bronchoscopy procedure was completed. The physician reported that they do not believe an ion product caused or contributed to this event because the lesion was reportedly a difficult target. A needle tipped brush was in use, and the physician reported there was CT-to-body divergence due to difficult airways. The target lesion was 1.5cm in size and localized on the pleura in the left lower lobe. The physician reported that this pneumothorax would have likely occurred if the procedure were performed via another modality. The pneumothorax was reportedly small and required a chest tube and the patient to be hospitalized for more than 24 hours. The patient reportedly did not experience any symptoms due to this event and was never considered medically unstable. There are no reports that the pneumothorax increased in size over time. The patient has since been discharged home.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2022 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient reportedly experienced a pneumothorax . The patient was hospitalized for over 24 hours and a chest tube was placed to resolve the pneumothorax. Although the physician reported that they do not believe an ion product caused or contributed to this event because the lesion was reportedly a difficult target, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Information for the blank fields in patient information is not available.